Manufacturer narrative:
Philips service repaired the disk tray, restoring the equipment to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that exposure failed due to ippc image disk tray issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.